Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor lost signal to the ilet bionic pancreas while remaining connected to the dexcom app, resulting in a pairing failed and sensor reconnecting alert on the pump, consistent with an intermittent communication failure involving the electrical and magnetic antenna component. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.